Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was reprogrammed and was subsequently explanted and replaced. It was also noted that the device could not be interrogated prior to the explant procedure. The device also exhibited an electrical reset. It was also reported that one of the defibrillation coils of the right ventricular (rv) lead exhibited high undefined impedance. The lead was tested at the time of device replacement and tested within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.